Event description:
The first report of three involving the same patient and the same product. Cross reference with MFR report: 9612007-2015-0009 (B)(4). Three neuroballoons used for one procedure to do a 3rd ventriculostomy, each one burst during the clinical procedure. Space was made finally with the third one, but then it burst also. First one filled 1ml, second with 0.8ml and third with 0.6ml. All three kept for investigation. The type of cannula used was a codman micro endoscopic electrode. Three experienced neurosurgeons were present in the theatre for this procedure. There was a surgical delay of 20 minutes however, there was no harm to the patient as a result of this delay. The hole performed for the 3rd neuroballoon was sufficient to finish the procedure, however the neuroballoon also burst. There were no consequences for the patient.

Manufacturer narrative:
Integra has completed their internal investigation 07/07/2015. Results: the complaint is verified, the balloons are torn. The device history records of both reported lots 0172860 and 0188247 were reviewed and did not reveal any anomaly. The batches included respectively 108 and 99 neuroballoon catheters. The involved event led to open 3 complaints. The integra complaint database for the device was reviewed since 2013 and showed one other case of burst balloon. These four cases lead to a complaint rate of 0.05 percent. Conclusion: the complaint is verified the balloons are torn. The exact cause of the balloons damage could not be determined by the device investigation, but the aspect of the tears suggests that they were damaged by a tool (likely by a damaged tool such as the endoscope cannula). The product did not burst but was torn, and such torn was not seen before on products received as complaints or on products tested until burst for manufacturing controls. The integra complaint database for the device was reviewed since 2013 and showed a complaint rate of 0.05 percent (basis of (B)(4) devices) for balloon burst/damage. Given the manufacturing controls, given the history of sales and complaints and the fact that the devices are torn and not burst, we do not suspect a manufacturing defect. The instructions for use warn that the neuroballoon catheters are extremely delicate instruments. Extra care must be taken in their handling and use. They also state that risk of incident such as balloon rupture may potentially occur during procedure. This risk is minimized when following the instructions for use. No further investigation nor corrective action is deemed required.